Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer powered off automatically as there was no fault found. Software upgrade and functional test was completed. The programmer passed the functional test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer powered off automatically. The programmer has been returned to service. No patient complications have been reported as a result of this event.